Event description:
The customer reported that "has to wiggle charger into pump to get pump to charge." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.